Event description:
Reporter stated the infusion sets leaked insulin and this resulted in hyperglycemia. The patient had to change the infusion set daily and deliver insulin injections to address the issue. The infusion sets were replaced and requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).